Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was unable to receive a magnetic resonance imaging (MRI) as there was an issue with the MRI machine's ability to get a good "gating" signal from the leadless implantable pulse generator (ipg). Reprogramming occurred but the problem persisted. The leadless ipg remains in use. No patient complications have been reported as a result of this event.